Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42, which occurred more than three times. Blood glucose level impact was not mentioned, but it remains within the normal range. Technical support arranged a replacement for the pump and instructed the caller to use the current pump as a backup and return the problematic one with a prepaid label.